Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, company representative reported that pt was hospitalized for hypoglycemia. Follow-up was completed with pt on (B)(6) 2011. Pt reported that his blood glucose decreased to 25 mg/dl on (B)(6) 2011. He "passed out" and an ambulance was called. Pt was treated with "sugar water" and was admitted to the hospital until (B)(6) 2011. Pt was taken off the infusion device and treated with an insulin drip at the hospital. Target blood glucose is 115 mg/dl. Basal rates were decreased, and pt restarted the infusion device on (B)(6) 2011 and has not faced further hypoglycemia. Pt reported that day he had company and accidentally missed a meal, and he believes that contributed to hypoglycemia. Pt reported he had been in a hot shower before the event and that his basal rates were programmed too high. Infusion device was not dropped, cracked, or exposed to water or other liquid. No product was requested for eval.